Event description:
The reporter stated that during loading the aq2003v three piece lens tore in the injector. No pt contact or injury.

Event description:
The reporter stated that the aq2003v three piece silicone lens tore inside the injector. No patient contact.